Event description:
Clinical study. It was reported that 140 days after a coronary artery drug eluting stenting procedure the pt required a target vessel reintervention (tvr). Target lesion 1 was located in the proximal left anterior descending (prox lad), with 90% stenosis and was 12mm long with a reference vessel diameter of 3.0mm. The dr treated the lesion with predilatation and placement of a taxus express2 8.8% 3.0x16mm drug eluting stent, with 0% residual stenosis. The pt was discharged the next day on aspirin and plavix therapy. One hundred fourty days after the procedure, the pt was admitted for cardiac catheterization to evaluate a 4-6 week history of recurrent angina. An exercise stress test with imaging performed within the previous week (specific date unk) had been positive for chest pain, st segment changes, and a large anterior apical defect consistent with possible restenosis of the lad stent. Selective left coronary angiography at that time revealed 90% stenosis of the lad at the proximal edge of the previously placed stent and just proximal to that. The proximal lad was treated with balloon angioplasty and placement of a 3.0x16mm taxus stent, reducing the stenosis to 0%. The pt was discharged the next day on continued aspirin and plavix therapy. In the opinion of the dr the relationship of the tvr to the taxus stent is unk.